Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the difference in labeling between the device and its packaging. A review of the lot history record was conducted and found no non-conforming reports for this lot. Additionally, the a review of the complaint handling database found no other incidents related to labeling issues for this lot. Although a product deficiency was identified, it appears to be an isolated incident. Based on the related records review, review of the elhr for this lot and the actual complaint rate, there is no indication that the larger population of product is affected by this issue. Additionally, there is no evidence to suggest that the product deficiency affects inventory or distributed product. The product was manufactured per the applicable mpis and product specifications. No further action is required at this time.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported using a radial artery access approach during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, mid circumflex artery, a 2.0 x 8.0 mm mini trek balloon dilatation catheter (bdc) was needed for pre-dilatation of the lesion. The inner packaging was removed and it was noted that the size printed on the packaging and the bdc was 2.0 x 15 mm; the outer chipboard box size was printed as 2.0 x 8 mm. The physician was aware that the bdc was 2.0 x 15 mm size and it was used successfully in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.